Manufacturer narrative:
Corrected data: see b.5., d.1., d.2., d.4., d.11. & g.5. Manufacturer narrative: the reason for this revision surgery was reported as failure of tibial component between stem and baseplate. The previous surgery and the surgery detailed in this event occurred 10.5 months apart. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The devices were disposed of at hospital and not made available to djo surgical for examination. A review of the device history records (DHR) shows that all components used in this knee system met design and manufacturing requirements when released for use. There were no non-conforming material reports (ncmr) associated with the production of these lots that may have contributed to the reported event. The material used for the tibial stem is confirmed as ti-6al-4v, meeting specifications. No complaints have been filed against any other parts from this lot of tibial stems. Complaint history was reviewed for the full line of foundation tibial stems (320-10/15-008/018). Of the 3400 foundation tibial stems sold in the history of the product line, 3 were reported as broken, a rate of 0.088%. An additional 3 complaints were reported with an issue at the stem/baseplate interface. These complaints may have resulted from improper assembly. The complaint history does not indicate an issue with the design or manufacture of the product. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the reported event. Because the explanted parts were not returned to djo for examination and the complaint report is unclear, a definitive root cause cannot be determined. Possible root causes of stem breakage are bending fatigue between the tibial baseplate and the tibial stem. Possible factors leading to this include: surgical malalignment, medial/lateral tilting, change in the alignment of the extremity, cement mantel loosening of the baseplate, crack formation at the cement-implant interface, compromised proximal tibial bone quality, improper stress loads, and poor cementing techniques. Possible root causes of disconnection between the stem and baseplate include improper assembly and cementing techniques. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Third revision surgery - due to failure of tibial component between stem and baseplate. The patient had pain in december, but different than prior to x-ray.

Event description:
Reported incident - due to failure of tibial component between stem and baseplate. The patient had pain in december, but different than prior to x-ray.